Manufacturer narrative:
As of (B)(6) 2022 unused returned product samples and unused retained product from the same lot were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report received by aso on (B)(6) 2022 consumer reported that the product caused a reaction (irritation and blisters). Consumer added that sought medical attention. On completed customer information request (cir) received from the consumer on (B)(6) 2022, sher stated that the issue was with the adhesive part and that her doctor prescribed antibiotics and prednisone. She added the symptoms are getting better and her skin is flaking off affter 3 weeks but her skin is not healed yet.